Event description:
It was reported that a malfunction occurred on a pump, and no notable events took place before the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, and the customer was informed to continue using the pump and advised to call back if the issue reappears, which the caller understood.